Event description:
A report was received that alleges that the customer was unable to pass a ballard catheter through the endotracheal tube. The customer reports that after add'l passes it became easier to pass the suction catheter though the tube. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.